Event description:
It was reported that the ventilator failed the leakage test during pre-use check and the message "pressure transducer difference > 5cmh2o" was displayed. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).